Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Healthcare professional reported left side "pocket infection", "nipple necrosis", and "pain." Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection, necrosis, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, necrosis, and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "pocket infection", "nipple necrosis", and "pain." Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.